Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was 206 mg/dl. The approximate size of air bubbles was they were pretty big. Customer stated air bubbles were noticed during filling process. The device will not be returned for analysis.